Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. While on the call, the charge began to move upward. Customer continued to use pump for insulin therapy.